Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of almost 600 mg/dl. The customer treated with manual insulin injections. The mother of the customer reported being unable to exit the preparing to prime loop. The mother of the customer was unable to troubleshoot at the time but was advised to call again once they were ready for troubleshooting. No additional information was provided.